Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There was a stent strut in the 4th proximal row of the stent that was lifted. The distal tip was not damaged. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There was a kink 11cm distal of the strain relief. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04372 . Reportable based on device analysis completed on 12jun2016. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca). A 2.50 x 16 synergy¿ drug-eluting stent was advanced but stent deformation occurred. A 2.75 x 28 synergy¿ drug-eluting stent was advanced to treat the severely calcified left anterior descending (lad) artery but failed to cross the lesion. A 2.5 x 28 synergy¿ drug eluting stent was advanced but still failed to cross the lesion. The procedure was completed with a different device without stenting. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.